Event description:
A cartridge change error was reported with the pump. Blood glucose levels were within the range of 54-500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Cts attempted multiple troubleshooting steps to fix the issue, including inspecting and cleaning parts of the pump and filling a new cartridge, but these steps did not resolve the problem. Consequently, cts management decided to replace the pump under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy and received instructions for returning the faulty pump.